Manufacturer narrative:
G4:13mar2021. B4:16mar2021. Product support suspected the touchscreen assembly as the issue, customer was provided with the part ID for the touchscreen. Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed and no repair information was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 16dec2020.

Event description:
The customer reported that when pressing standby mode nothing happens. The customer reported after touching standby 4 times was able to get to standby. The customer reported that the unit was not in use on patient . The customer contacted product support and reported no significant errors in the logs. The customer reported after touching standby 4 times was able to get to standby. Product support advised the suspected touchscreen assembly. Customer was provided with the part ID for the touchscreen.